Event description:
Faulty tubing causing a system error alarm on two IV pumps resulting in a delay of administration of a nipride drip to dissecting aortic aneurysm patient. Additional follow-up reveals: the pump began to alarm "system error" and when the IV tubing was replaced with new tubing, there were no more errors. This led the nurses to believe that the tubing was the issue. The IV pump was not tested.